Manufacturer narrative:
Omit : 8015 - concomitant med prod data, a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient received too much medication. The event involved an infusion of heparin sodium 25,000 units/500ml via pump module. The infusion was programmed from the guardrails drug library - heparin units/kg.hr displayed as ml/hr. The infusion was stared on (B)(6)2021 at 1303 and on (B)(6)2021 at 0240, it was noticed that the heparin was infusing at 16.99 units/kg/hr instead of the ordered rate of 9 units/kg/hr. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the patient received too much medication. The event involved an infusion of heparin sodium 25,000 units/500ml via pump module. The infusion was programmed from the guardrails drug library - heparin units/kg.hr displayed as ml/hr. The infusion was stared on (B)(6) 2021 at 1303 and on (B)(6) 2021 at 0240, it was noticed that the heparin was infusing at 16.99 units/kg/hr instead of the ordered rate of 9 units/kg/hr. There was patient involvement but no harm.